Event description:
It was reported normal eri (elective replacement indicator) occurred. The pump site was opened up to remove the old pump and the health care provider (hcp) saw an infection. It was the decision to remove the entire drug delivery system. It was then reported there was a ¿possible infection¿. The pump pocket looked infected when it was opened up for pump replacement due to normal end of life. Cultures were reportedly negative and the baclofen dose was decreased ¿in case¿ the pump would have to be removed soon. It was unclear if a new system was implanted. A session data report was provided from when the pump was examined prior to explant. Eri was listed as less than one month. It was later reported that the reporter was not sure how the patient was doing. It was reported ¿waiting on cultures, potential infection¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l55005, implanted: (B)(6) 1998, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).